Event description:
The customer reported that the system made noise in the arch up/down movement and there were problems with the image quality. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep lubricated the screw. The system was repaired, found to be operating as intended, and released to the customer for use.